Manufacturer narrative:
Corrected data: although it was initially reported the device was not available for return, the device was subsequently received and evaluated. Results of the actual device evaluation are provided in this supplemental report. Additional information: section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/22/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection using magnification was performed on the returned sample: the plunger and pushrod were observed in advanced position residues of lubricating material were observed on the cartridge. The cartridge tip was observed slightly deformed. The lens returned outside the device. No damage was observed to the lens and haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity ¿ unknown, not provided. The incident date is unknown, the best estimate is that the event occurred in the month of (B)(6) 2021. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product is not available, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Event description:
It was reported that the front haptic of a tecnis simplicity preloaded intraocular lens (iol) found to be "twisted" in the cartridge during activation by surgeon and prior to insertion. No further information provided.